Event description:
It was reported that the health care professional (hcp) called technical services (ts) asking about this cardiac resynchronization therapy defibrillator (crt-d) system. The hcp noted this crt-d exhibited low amplitudes on the right atrial (ra) channel. Ts noted there was not undersensing on the presenting electrogram (egm) but noted there was far-field oversensing. This crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.